Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter with connected portion of the inlet tubing and sample port connector. Visual inspection of the sample noted no obvious visual defects. The drainage lumen was flushed and a pinhole (measuring 0.013 inches) was found 0.3805 inches from the bifurcation point. This was out of specification, which states, "shaft shall be free of kinks, cuts, tears and irregular surfaces." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that there was a leak. However, it is unknown if it was urine or sterile water. The exact failure could not be determined.